Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation, however, two pictures were provided. There was no evident visual damage identified during the inspection of the photos. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the vented air pin of a paclitaxel vented set before administration of paclitaxel to the patient. There was no patient involvement. Additional information was requested and is not available.